Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii seals failed to deploy properly. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01441, 2013-01418 and 01419 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were located inside of the loading device body. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed for failure to deploy, however, it was confirmed for failure to load. A maquet rep provided an in-service to the customer on (B)(4) 2013. The customer has been advised of our eval results, including the relevant section of the IFU. (B)(4).